Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis high blood glucose on (B)(6) 2019 with blood glucose of 370 mg/dl. Customer was in emergency room. The customer's current blood glucose is 180 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin drip, intravenous fluid and blood work every 4 hours. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.